Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: ep-103252, exceed abt e1 flng cup 32x52mm, 3794333; 00811400110, femoral stem 12/14 neck taper ext. Offset size 1 130 mm stem length, 63250502; unknown, unknown liner, unknown. Report source, foreign ¿ events occurred in the (B)(6). Product location unknown.

Event description:
It was reported patient had a revision procedure one year post-implantation due to dislocation. Attempts to obtain additional information have been made; however, no more is available. No additional patient consequences were reported.